Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side deflation. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
The reason for reoperation was deflation. Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, a curved opening and white particles. A leak test was performed and found two openings. A microscopic analysis identified a sharp opening on the anterior side in the same location of a crease assessed as a fold(flaw) opening, and a curved(striated) opening on the anterior side assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a curved (striated)opening assessed as surgical damage, and a sharp(crease) opening assessed as a fold(flaw) opening.

Event description:
Patient reported right side deflation. Device was explanted.